Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the mount would not disengage from the implant (tsvb10). The mount and implant are a bundled device. The implant was removed and the procedure was completed by placing a new implant. Tooth location 19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A tapered screw-vent implant with mtx surface (tsvb10) was received. Visual inspection of the returned product identified signs of wear due to usage around the external threads. There were noticeable nicks and gouges around top of the mount. The hex feature on the mount screw was completely stripped. There was presence of bone residue around the external threads. The implant was functionally tested with a compatible in-house test driver. The hex driver was unable to engage the mount screw and could not disengage the fixture mount. Therefore, based on the evaluation, device malfunction has occurred and the reported event was confirmed following inspection. Review of the DHR for tsvb10 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4), h3: device evaluated by manufacturer: change "no" to "yes."